Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a mpfl/ tibial tubercle osteotomy procedure, the tip of the threaded guide pin broke-off into the tibia while the surgeon was placing it across the osteotomy for 4.5 mm lps fixation. The surgeon made no attempt to retrieve the tip of the pin and the tip was left in the patient. Patient is a female, (B)(6). Follow-up investigation: x-rays were taken to confirm device location. Device tip is embedded in the tibial tubercle. No pictures were available. The remaining portion of the guide pin was discarded and is not being returned for evaluation.